Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, pacing impedance measurements were low and out of range. No further intervention was performed, the patient will be monitored and was stable.